Manufacturer narrative:
(B)(4)

Event description:
It was reported that battery longevity measurement anomaly was observed. Patient was seen in clinic and the device had an overestimation in longevity due to midlife. Device was explanted due to normal eri and replaced. Patient is in stable condition.